Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2020 by the european journal of orthopaedic surgery & traumatology titled ¿tuberosity healing improves functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135° prosthesis¿. The study reviewed sixty-four (64) patients who reverse shoulder arthroplasty (rsa) for proximal humeral fractures with 135° prosthesis using arthrex fiberwire to address proximal humeral fracture. During the twenty-two (22) month follow-up period, two (2) patients required revision. Ref: schmalzl, j. Et al. Tuberosity healing improves functional outcome following primary reverse shoulder arthroplasty for proximal humeral fractures with a 135° prosthesis.eur j orthop surg traumatol. 2020 jul;30(5):909-916. Doi: 10.1007/s00590-020-02649-8. Epub 2020 mar 11.